Manufacturer narrative:
This is second of two associated medwatch reports filed for this event. Two failed devices were used in the event and the procedure was successfully completed with a third. Due diligence for additional information was executed. There is no patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
It was reported that at the end of the procedure during the cut, the probe of the device broke and the broken piece fell into the patient¿s abdominal cavity. The piece was retrieved from the patient. There was no visual damage nor metal exposed on the device. This was the second device from the same lot used unsuccessfully and the procedure was completed with a third device. The completion of the procedure was delayed. However, there was no harm or adverse impact to the patient. The device and the connections were inspected before the procedure and no abnormalities were observed, nor was there cable damage or bundling of the transducer or any other device cords. The doctor was trained and experienced in the use of this device.